Event description:
A us distributor reported that a battery was unable to power on a monitor. A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Device evaluation of batteries sn (B)(4) have been completed. The reported problem (won't power up) was due to the f1 fuse being open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. There was no adverse event that resulted from the damaged battery. Device evaluation of monitor has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The c9 capacitor on the ca board was thermally damaged. The root cause for the thermal damage was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.